Manufacturer narrative:
The customer did not return product or sample for investigation. Images from the customers instrument were downloaded and reviewed. The images for the capture-r ready-ID panel shows a 4+ reaction with cell 3 and no other reactivity. The masterlist for the capture-r ready-ID extend panel shows reactivity with c+ cells 8-14. The reactivity of the c antigen was confirmed on retention capture-r ready-ID, lot id079.

Event description:
Customer reported unexpected negative reactions with capture-r ready-ID, lt id079. A patient sample containing anti-c reacted 4+ with cell 3; cells 4 through 12 which were c+ showed no reactivity. Customer then tested the sample using the capture-r ready-ID extend, lot dp014 and all c+ cells demonstrated reactivity.